Event description:
The event is reported as: staples not seating correctly and pulling out.

Manufacturer narrative:
Eval method: no sample or lot number was provided. Results: other - no sample rec'd to confirm the reported defect. Conclusion: other - (B)(4) was issued to address the issue of staples not closing.